Manufacturer narrative:
The bellows, rim, and pressure relief valve assembly were suggested to be replaced. (B)(4).

Event description:
The hospital reported that, unit failed in the first step of the checkout, showing bellow leak on screen. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that there was no leakage of the unit. The initial report was reassessed as not reportable.